Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:44:58. During night drain cycle five, the patient's ultrafiltration reading was 903ml, indicating the home patient (hp) drained 903ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv was not confirmed in the device's event log. Review of the event log revealed the cycle 5 drain was completed on (B)(4) 2012 at 07:17 and the user's actual drain volume during cycle 5 was 2395 ml. The actual drain volume of 2395ml is 159.67% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.